Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after approximately 33 months of implant. The local guidant representative attempted to perform capacitor reformations and the device remains at eol. An expression of dissatisfaction was made with regard to device longevity. Review of the stored memory revealed that there was no middle of life 1 (mol1) timestamp and the time between the elective replacement indicator (eri) and eol timestamp was only one month.